Event description:
It was reported that the burr stuck in lesion. The 80% stenosed target lesion was located in the moderately to severely tortuous and moderately to severely calcified left anterior descending artery. A 1.25mm rotalink burr was selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the burr became stuck in lesion. The device was simply removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The advancer used in the procedure was not returned; analysis was performed using a test rotapro advancer. When the rotapro advancer was connected to the returned burr catheter and the rotapro console control system and the knob switch [ablation button] was pressed, the burr catheter was able to reach and maintain optimal rpm with no resistance or issues. Product analysis could not confirm the reported events, as the returned burr catheter was able to reach and maintain optimal rpm with no resistance or issues with a test advancer. Clinical circumstances were unable to be replicated. No other issues were identified during the product analysis.

Event description:
It was reported that the burr stuck in lesion. The 80% stenosed target lesion was located in the moderately to severely tortuous and moderately to severely calcified left anterior descending artery. A 1.25mm rotalink burr was selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the burr became stuck in lesion. The device was simply removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.